Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's download revealed four occurrences of service code 102 - charge profile fault, accompanied by numerous 'charge profile fault' and 'discharge profile fault' flags. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 / charge profile fault / discharge profile fault) has been confirmed. The cause of the code 102, charge profile faults and discharge profile faults is an open resistor r45 on the defibrillator board. R45 controls the rate of charge of the hi-voltage capacitors. The cause of the open resistor is excessive current. The cause of the open excessive current is an intermittent connection at high-voltage capacitor c21. The cause of the intermittent connection is a fractured solder connection on the negative lead of c21. The cause of the fractured connection is likely physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.